Event description:
It was reported that the pt underwent surgical procedures to treat stress urinary incontinence in (B)(6) 2006 and pelvic floor repair mesh was implanted. The pt experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01447. The same pt is represented in each medwatch.